Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed blood residuals along the inner conductor coil and deformations of the svc shock coil. Based on the symptoms, it is reasonable to assume that these observations resulted from the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. In summary, blood residuals along the inner conductor coil and deformations of the svc shock coil were observed, which resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This system was explanted because the lead caused tricuspid valve to have regurgitation. There is no indication of a system replacement at this time. There were no adverse patient events reported. Should additional information be received, this file will be updated.